Event description:
During a remote follow up, noise resulting in oversensing was observed on the device. X- ray imaging was performed but no anomalies were noted. No intervention has been performed. The patient was stable.

Event description:
On 14 oct 2024 (B)(6): additional information was received that the complaint is not associated to the device and there is no allegation of a malfunction, then it is a non-complaint.